Event description:
A us distributor contacted zoll to report that a patient experienced n inappropriate defibrillation event. Vt was detected at 190bpm, however, the vt self-terminated just prior to the treatment. The patient did not seek medical attention and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury or required medical intervention. The patient continues use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), electrode belt (B)(4): (B)(6) 2012. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event.